Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen and had no power at the station. A field service engineer inspected and reseated all in one and all connections, and tested voltages with no change observed, replaced all in one and reimaged the station. Verified proper operation through diagnostics and application testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es screen was black, as if there was no power at the station. However, there were no delays or adverse events or injuries reported based on this event.